Manufacturer narrative:
No lot number was provided. Without lot number, it is not possible to determine expiration date or MFR date. For use when no methods were performed and therefore, no results will be obtained. Device problems known and documented in the labeling (including both short or long term known complications or adverse reactions). Note: labeling covers the removal on fragile skin. It was reported the pt had minimal skin elasticity. It is known that poor removal may lead to skin tears.

Event description:
It was reported that chloraprep preoperative skin preparation was applied to the knee of an elderly female pt prior to surgery on (B)(6) 2014. The chloraprep was allegedly allowed to dry for 3 minutes. A 3m ioban 2 antimicrobial incise drape was placed on the pt's skin. The nurse was unsure if the drape was applied with tension. The pt was noted to have minimal skin elasticity. When the drape was removed, a skin tear occurred (full thickness). The skin was stitched back into place. The pt has recovered. No info was provided as to the size of the skin tear. Also the initial reported was not certain when the event occurred but it was reported as (B)(6) 2014 (approx). The pt was reported as elderly but no specific age was provided.